Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
The jaw of the device got detached and fallen in the abdominal wall. The pieces have been retrieved. Use of another device. No patient consequences. The patient is going well in immediate postoperative.

Manufacturer narrative:
(B)(4). Batch # p94l4e. Investigation summary: the device was received with the electrode and ceramic detached from the jaw and active rod, returned. In addition the top jaw was not missing as reported. Upon visual inspection under magnification it was noted that the ceramic was missing. The ceramic was damaged by the separation of the electrode from the lower jaw. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. There is insufficient evidence related to what caused the damage on the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.